Event description:
It was reported that the fluoro image on the 9600 is poor (no detail). There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted the system kv tracking. The system was tested and found to be working as intended and placed back into service.